Manufacturer narrative:
Batch review performed on 16 may 2024: lot 176573: 60 items manufactured and released on 16-jun-2018. Expiration date: 2022-dec-26. No anomalies found related to the problem. To date, 51 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting instability and the cause is unknown. About 6 years and 2 months after the primary surgery, the surgeon revised the liner (from 11 to 14 mm) and the surgery was completed successfully.